Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was exhibiting post paced t-wave oversensing. No changes or intervention was reported. The patient was in stable condition.

Event description:
New information received notes that the episodes of post-paced t-wave oversensing (pptwos) exhibited by the implantable cardioverter defibrillator (ICD) reoccurred. The ICD was reprogrammed on (B)(6) 2025. Following reprogramming, it was noted that the episodes reoccurred. The ICD was reprogrammed again on (B)(6) 2025. There were no patient consequences.